Manufacturer narrative:
(B)(4). Onsite field service representative visit: a vyaire field service representative (fsr) evaluated the device onsite. The volumes were checked at different amounts the and vent was found to be delivering correct volumes at all levels checked. A peep adjustment was performed and the peep was matching at different levels. The o2 balance was adjusted to correct the setting. The avea ventilator was run for over an hour and was found to be working to correct specifications. The ventilator passed all testing and met all specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator experienced low volumes while in use on a patient. The vt was 400 and was reading less than 100. The customer advised there was no patient harm associated with this event.